Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased post operatively due to a cardiac arrest.